Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 416, mg/dl. The customer was treated with the insulin pump. There was insulin flow blocked alarm. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer was not allege insulin pump was under delivering. The auto mode feature was not active. The troubleshooting was performed for the sensor glucose versus blood glucose, insulin flow blocked alarm and high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.